Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the cartridge alarm and arranged for a replacement pump, providing instructions for returning the problematic pump. The customer was informed of the necessary steps upon receiving the new pump and acknowledged the instructions.